Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint #: (B)(4). Investigation summary: examination of the returned device revealed balseal damage. There is no evidence of device breakage. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Investigation summary: the complaint consisted of (1) 254500526 attune fb cr artic surf sz6. Examination of the returned device revealed balseal damage. There is no evidence of device breakage. The complaint consisted of (1) 254500526 attune fb cr artic surf sz6. Examination of the returned device confirms the reported event of damaged balseal on the smaller post. There is no evidence of breakage or missing material. A complaint database search on the provided product code family identified similar complaints. This type of damage to the balseals is consistent with using a device in a prying motion to disassemble the mating instruments after trialing. Hhe (health hazard evaluation) (B)(4) was revisited in may of 2015 to evaluate balseal disassociation. Hhe/qrb (quality review board) (B)(4) was held on june 1, 2015 and recommends a device correction. A device correction was initiated on june 12, 2015 with the following actions: closely follow IFU (0902-00-836) and inspect trials pre and post-operative for damage/breakage per surgical technique 0612-10-512 (page 51), check for balseal damage, if damage is observed, replace damaged component. Per surgical technique 0612-10-512 (page 53), emphasizing the correct use of the tibial trial extractor (product code 254500138). Mandatory sales training by depuy sales consultants.(CAPA (B)(4)). CAPA-(B)(4) determined the likely root cause to be related to misuse. Complaint trends will be monitored by post market surveillance through (B)(4). Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the articulating surfaces were damaged. No surgical delay happen.